Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)4().

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.25x20mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However, when the device was backed out, the stent came off the balloon and into the arm. A snare was then used to retrieve the dislodged stent and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.